Event description:
It was reported that pump experienced malfunction alarm with code malf 1, and caller stated that no notable events occurred before problem. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.